Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.

Event description:
It was reported by the caller the device was used in a total abdominal hysterectomy. It was reported that the device broke off in the patient's abdomen. No additional information provided.